Manufacturer narrative:
Labeling review found the label contains the appropriate cautions, warnings and directions for use. (B)(4).

Event description:
Customer reports cracking on the housing of the y-site which is causing a backup of blood into the y-system. The customer is attempting to access the y-site with a clave device. The reported condition occurred during patient use. No patient injury or medical intervention occurred.

Manufacturer narrative:
The sample is not available for evaluation. The lot number is not known, therefore a batch review cannot be performed. Should additional information becomes available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.